Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was an adverse impact on the customer's blood glucose level, as it was reported to be high, although the specific value was unknown. The customer addressed the high blood glucose by using a correction bolus via the pump or manually injecting insulin if needed. No assistance from a third party was required. To resolve the issue, the customer planned to resume insulin with smaller bolus amounts, as occlusions tended to occur during boluses. Technical support had not verified the alarm number in the pump history and transferred the call for additional assistance regarding the recurring occlusion issues.